Event description:
It was reported that the attempted right ventricular (rv) lead had exhibited oversensing after induction of defibrillation shock that prevented pacing in the dependent patient. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.